Manufacturer narrative:
Remote technical service was initiated and troubleshooting steps were advised, including checking logging, power supply, and video switch. The client was informed of the ongoing process.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that live x-ray was not visible in the procedure room. The clinical use of the system was in use.there was no harm reported to philips.